Event description:
It was reported that guide wire tip separation occurred. The target lesion was located in the anterior tibial artery. A 300cm, 8cm poly tip v-18 control wire guide wire was selected and advanced to the target lesion. During the procedure, the tip of the wire got broke. The break was from the distal about 1-2cm. The fragment remained inside the patient and was not removed. The procedure was completed. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that guide wire tip separation occurred. The target lesion was located in the anterior tibial artery. A 300cm, 8cm poly tip v-18 control wire guide wire was selected and advanced to the target lesion. During the procedure, the tip of the wire got broke. The break was from the distal about 1-2cm. The fragment remained inside the patient and was not removed. The procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the visual inspection was performed and the device presents: the distal tip detached. All the outer diameter (od) taken were according to specifications. The returned device was sent for external analysis ((B)(4) lab) to determine the fracture failure mode. The (B)(4) lab returned the following result: the sample presented evidence of rotating bending fatigue and tension overload as mode of wire failure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).